Event description:
We are pregnant (15th week) since we had miscarriage case before I was worried and was trying to educate myself on internet on related topics. I came across an ad about a product which is for home use and can help us to deal with the stress. We purchased the product online and was shipped to our residence in 4 days. The device claims to help parents to spot the baby during pregnancy and listen to the heartbeat. I tried using the product for 20 minutes with no luck. I tried the same process 3 more times one on the same day and twice in following days. I was panicked and we rushed to my ob office. My doctor informed me not to use the device at all since the waves made by the device could potentially harm the baby leading to birth defect in the form of hearing impairment or brain damage. It was really devastating to hear that and we started research on the net and to our surprise we saw that there is warning from FDA against the use of this device. We called the supplier asking for more information on this and there was no luck. There are 100s of reviews from customers on the same side effect and anxiety on different mom forums. We have discarded the product but we aimed to prevent the same distress to other expecting parents. Retailer which we got the product from: www. Babydoppler.com. FDA link on the subject https://www.FDA/gov/forconsumers/consumerupdates/ucm095508.htm. Where we got the product from: www.babydoppler.com.